Event description:
Complainant alleged that during functional testing, the device displayed an "internal comm failure -1474" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during the evaluation however was unable to verify. The device was put through extensive testing, internal inspection of the device found no discrepancies. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.